Event description:
The facility reports the carer was pulling the machine backwards and ran over carer's own toes with the machine. The carer lost carer's nail, carer's toe is badly bruised, and carer spent one week at home.